Event description:
A healthcare facility in (B)(6) reported via a fisher and paykel (f&p) field representative that the tubing of an opt944 optiflow + adult nasal cannula was found damaged. The healthcare facility indicated that they supected that the cannula had been pulled.there was no patient consequence.

Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of the investigation.

Manufacturer narrative:
(B)(4). The opt944 optiflow + adult nasal cannula is an interface used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the three complaint opt944 optiflow + adult nasal cannulas were not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photographs provided by the customer, and our knowledge of the product. Results: visual inspection of the provided photographs revealed that the tubing of the opt944 optiflow + adult nasal cannula devices appeared stretched and torn. Conclusion: without the return of the complaint opt944 optiflow + adult nasal cannulas, we are unable to determine the cause of the reported damage. However, based on our knowledge of the product, and our observation that parts of the tubing appeared to have been stretched, the reported damage is likely to have been caused by the tubing being subjected to excessive force during use. Manufacturing controls include inspections during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The subject opt944 optiflow + adult nasal cannulas would therefore have met the required specifications. The user instructions which accompany the opt944 optiflow + adult nasal cannula show in pictorial format the correct placement and fitting of the cannula, including ensuring the headstrap clip and the tubing clip are appropriately attached. The user instructions also warn: "ensure head strap clip is attached, to prevent cannula from being pulled out of the nares." "Cannula can become unattached if not used with the head strap clip." "Attach tubing clip to clothing/bedding to prevent cannula from pulling off face." "Appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." "Do not crush or stretch tube, to prevent loss of therapy." "Failure to use the set-up described above can compromise performance and affect patient safety."

Event description:
A healthcare facility in alabama reported via a fisher and paykel (f&p) field representative that the tubing of three opt944 optiflow + adult nasal cannulas were found damaged. There was no patient consequence.